Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot#: 2245728 d4. Medical device expiration date: 29-feb-2024 h4. Device manufacture date: 02-sep-2022 d4. Medical device lot#: 2227719 d4. Medical device expiration date: 29-feb-2024 h4. Device manufacture date: 15-aug-2022 h.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to fibrin as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were clotting issues seen in an unspecified number of tubes across two lot numbers. No patient impact reported.